Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 74002, lot# n335570, implanted: (B)(6) 2012, product type adapter; product ID 3887-33, lot# l77649, implanted: (B)(6) 2000, product type lead. (B)(4).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes patient and device codes. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had initially had good stimulation from their implantable neurostimulator (ins) until they observed an error code of 574 with a "call your doctor" icon message on their programmer component. The error code indicated that the patient's ins was not properly initialized with the clinician programmer. Follow up information reported that the impedances were measured on (B)(6) 2012, and all electrodes were found to be within normal limits. The patient was reprogrammed on (B)(6) 2012, and was reported that his pain pattern was covered by the stimulation therapy. It was noted that the patient was without therapy from (B)(6), 2012. It was unknown as to the why the 574 error code appeared. If additional information is received, a follow up report will be sent.